Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-01487. It was reported that the patient experienced a perforation which caused a pericardial effusion with cardiac tamponade. The watchman® access system (was) was deep seated in the laa, but there was no tenting. A 24mm watchman ® laa closure device & delivery system (wds) was then advanced. During deployment the deployment knob may have been pushed a little too much and caused a vessel perforation to the laa. The closure device was deployed, but the physician recaptured it. The patient then experienced a pericardial effusion with cardiac tamponade. The patient underwent open heart surgery to repair the perforation, tamponade, and surgically close the laa. The patient was then sent to the intensive care unit (ICU) and was extubated the following day. The patient currently doing well and will go home in a couple of days.